Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, one (1) event was reported for this quarter. Product return status, one (1) device investigation type has not yet been determined. Additional information, one (1) device was not labeled for single-use. One (1) device was not reprocessed or reused.

Event description:
This report summarizes one (1) malfunction event in which the device had small pieces breaking off. One (1) event had no patient involvement. No patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received.

Event description:
This report summarizes 1 malfunction event in which the device had small pieces breaking off. - 1 event had patient involvement; no patient impact.